Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency and fecal incontinence. It was reported that the patient was unsure if something was wrong. Since the procedure ((B)(6) 2021), they could only void when they had a bowel movement. They were drinking a lot of fluids, but couldn't void at other times. The issue was not resolved at the time of the report. No device issues or further complications were reported or anticipated.